Manufacturer narrative:
(B)(4). Complaint conclusion: it was reported that following mynxgrip vascular closure, the patient developed an infection at the access site. Additional information was received which indicated that following an outpatient interventional coronary procedure, mynx was used for vascular closure, both in the right femoral artery and in the vein. The vcds packaging was not compromised during storage. The vcds packaging was opened in a sterile field and hospital protocols were followed. The patient did not receive prophylactic antibiotics prior to the procedure. Multiple stick punctures were not required; however, multiple sheath exchanges were required. The patient was under general anesthesia during the procedure. One mynxgrip vascular closure device (vcd) was used in the vein and one in the artery. One of the vcds was a 6f/7f which was used in conjunction with a 7f cordis sheath and the other one was a 5f vcd which was used in conjunction with a 5f cordis sheath. During the vcd deployment, the user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Kinks in the sheath or device after removal were not noted. The access site was maintained post-procedure with sterile bandage followed by band-aid. The patient received antibiotics to treat the infection. The patient's hospitalization was extended by one day. The source of the infection is unknown. The patient was noted to have recovered. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f1715203 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that following mynxgrip vascular closure, the patient developed an infection at the access site. Addendum (10/12/2017) additional information received indicated that following an outpatient interventional coronary procedure, mynx was used for vascular closure, both in the right femoral artery and in the vein. The vcds packaging was not compromised during storage. The vcds packaging was opened in a sterile field and hospital protocols were followed. The patient did not receive prophylactic antibiotics prior to the procedure. Multiple stick punctures were not required; however, multiple sheath exchanges were required. The patient was under general anesthesia during the procedure. One mynxgrip vascular closure device (vcd) was used in the vein and one in the artery. One of the vcds was a 6f/7f which was used in conjunction with a 7f cordis sheath and the other one was a 5f vcd which was used in conjunction with a 5f cordis sheath. During the vcd deployment, the user shuttled down completely. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. Kinks in the sheath or device after removal were not noted. The access site was maintained post-procedure with sterile bandage followed by band-aid. The patient received antibiotics to treat the infection. The patient's hospitalization was extended by 1 day. The source of the infection is unknown. The patient was noted to have recovered. The vcd will not be returned for analysis.